Manufacturer narrative:
The pump passed functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. There was no excessive no delivery error alarm noted during testing. The pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The pump had cracked case at the display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose level at the time of incident was over 200mg/dl. The customer states their levels had been as high as 600mg/dl. The customer treated with IV drip and had gone down to 498mg/dl. The customer had no delivery alarm. The customer had issues with bent cannula.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.